Event description:
It was noted that reason for the neurostimulator /lead removal was because patient needed an MRI. It was noted that during the procedure on (B)(6) 2014, part of the lead broke off. It was indicated that one electrode was left in and it was at left s3 foramen around pre-sacral soft tissue. The length of fragment was unknown. It was indicated that patient was having back problems and numbness and needed a scan. It was later reported 9 days later that patient had ins and lead explanted (B)(6) 2014 and, during explant, the 4 electrodes of the lead broke off and still remain in the patient. Per caller, there was about 4 cm of length of electrodes that remain implanted. System was explanted due to need for MRI. Patient was to have a neurosurgical procedure and neurosurgeon wanted patient to have cervical MRI prior to surgery. Patient was currently an inpatient for some type of cervical spine issue. Patient was going to be discharged soon and they wanted to possibly do MRI before patient was discharged. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v386129, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (B)(4) 2010.